Event description:
It was reported that the patient reported having a spinal headache following a dye study that was performed on (B)(6) 2013, two days prior to report. The health care provider (hcp) indicated that the dye study was performed due to a suspected catheter complication. The patient was experiencing symptoms of withdrawal following a fall that occurred 3 weeks prior to report. The symptoms included return of spasticity, rigid lower extremities, itching and spasms. The hcp indicated there was no difficulty accessing the catheter access port (cap) and 1-2ml's were aspirated. The patient's headache was at the back of the head, accompanied by nausea when she sits or stands. The hcp noted that they typically prime the catheter after a dye study, but believed that did not occur at this dye study, thus it was believed the patient was not getting drug to start with. It was noted that the patient was on oral baclofen. Per the hcp, the family was concerned that something was punctured but the hcp did not see that happening since this was done under fluoroscopy. The patient was referred to a neurosurgical hcp. It was noted that there were no volume discrepancy's or any other issues found with troubleshooting and imaging performed. The hcp had also given a therapeutic bolus of 50mcg, with no effect. The pump device was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8840, product type programmer, physician. (B)(4).

Event description:
Additional information received reported the cause of the event continued to be unknown but a catheter problem was suspected. Diagnostic x-rays did not reveal any obvious catheter break, and there were normal results following a dye study of the catheter and no volume discrepancy's. The patient was experiencing severe and painful spasticity of bilateral lower extremities. The patient was hospitalized as a result of the event and was scheduled for surgery on (B)(6) 2013. The health care provider (hcp) planned to provide an update in the patient's status following the revision.

Manufacturer narrative:
(B)(4).